Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: no defect was found. Testing was unable to verify any failure to keypad. Removed keypad, no damage to button contacts or keypad flex cable. Opened pump, no damage to keypad connector or keypad flex cable. Keypad connector latch is secure.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged an unresponisve keypad issue..there was no allegation of an adverse event. This complaint is being reported as the issue may result in the long term cessation of insulin delivery if the user is unable to resolve the alarm.